Manufacturer narrative:
The reported event occurred on a cobas pure sample supply unit (serial number: (B)(6). The investigation determined that the elecsys anti-hcv ii assay performed within specifications. A general reagent issue was excluded. The sample in question generated negative results on multiple roche instruments and other non-roche techniques, including im siemens, vitros plus 3600, biotina manual card, and mi-w23m01 manual card. However, positive results were observed on two different abbott instruments (architect and alinity). A new blood sample tested with the elecsys anti-hcv ii assay also yielded a negative result, which was confirmed by riba blot testing. The abbott system continued to generate positive results for the new sample. No patient history or pcr testing was available to further clarify the discrepancy. A definitive root cause for the reported event could not be determined as no sample material was provided for investigation.

Event description:
The initial reporter alleged a possible false negative anti-hcv g2 elecsys e2g 300 v2 result for one patient sample tested on a cobas pure sample supply unit. The sample in question was initially tested on the cobas pure sample supply unit and generated a negative result. The same sample was tested on an abbott system and generated positive results on two separate occasions. The sample was subsequently tested on two additional roche instruments (cobas e 402 and cobas e 411) at at other laboratories, where it also generated negative results. Further testing of the sample using other techniques, including im siemens, vitros plus 3600, biotina manual card, and mi-w23m01 manual card, confirmed negative results. However, testing on two different abbott instruments (architect and alinity) continued to yield positive results. A new blood sample was drawn and tested. The elecsys anti-hcv ii assay generated a negative result, and riba blot testing also confirmed a negative result. Testing of the new sample on an abbott system again yielded a positive result.